Manufacturer narrative:
Additional information: h6. Additional information received that this event occured during routine testing and there was no patient involvement.

Manufacturer narrative:
Returned device was received in decent physical condition however the device had a damaged with damaged lens and a loose dso seal. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be confirmed. The pump functioned as intended. However, the dso sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was alarming that there was a cassette attached error. There were no adverse events reported.